Event description:
Reportedly, the instrument's jaws would not open after firing across the appendix stump. The surgeon then decided to convert the procedure to an open surgery, where a gia 60 instrument was applied across the stump to free the initial instrument and complete the case without further incident. Procedure: laparoscopic appendectomy. Patient status: no paient injury reported.